Event description:
A mayfield a 1108 was reported that the lock/unlock was not functioning properly and was described as follows; the lock/unlock function on the 2 pin side is not working properly. The locking position is not matching with the arrow and is getting locked in the center position of lock and unlock. The customer found this problem upon inspection and decided not to use the device.

Manufacturer narrative:
Integra lifesciences engineers have completed a thorough evaluation of the returned product. The following information was provided; it was reported that the triad skull clamp a problem with the lock/unlock function on the 2 pin side which was not working properly. The unit was found to operate normally during functional testing; the 80 pound torque knob tested good under pressure; the ratchet extension arm had no visible cracks; the lock had a little rotational movement. The large starburst teeth are a little worn but are still functional, heli-coils were needed. The triad rocker arm passed the go nogo gage. All other components are functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.